Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a difficulty advancing the guidewire through the dilator is confirmed and appears to be related to the use of the device. One 14 fr dilator, one 13 fr dilator, and one guidewire w/hoop were returned for investigation. Evidence of use was observed on the returned samples. Biological residue was found to be occluding the 13 fr dilator. No apparent damage was observed on the guidewire. The guidewire was able to be passed through the 14 fr dilator; however, material damage was observed at the distal tip. Microscopic observation of the distal tip revealed the dilator material to be deformed. The material on one side was caving inwards with a deeper indentation at the center. Wrinkling on the internal surface was observed. Based on the condition of the returned sample, possible contributing factors include damage during handling, advancement against resistance, and insertion angle. Since the dilator damage was a likely cause to the difficult guidewire advancement, the complaint is confirmed to be related to the use of the device. A lot history review (lhr) of recw0910 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after inserting the guidewire into the patient, the physician attempted to insert the thicker dilator and was unsuccessful. The placement was completed using only the thinner dilator. There was no reported patient injury. (B)(6) 2019 - returned device has a damaged dilator tip.